Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a ischemic stroke on (B)(6) 2017. The patient was still on her implant hospitalization when she had the stroke. The patient was still on her implant hospitalization when she had the stroke. She underwent a heart transplant on (B)(6) 2020. The patient is on coumadin. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was diagnosed with CT scan and cerebral angiogram. Cerebral angiogram did not demonstrate any large vessel occlusion. Patient had symptoms of right-sided weakness, right-sided numbness. No further information was reported.